Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 6pm on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿66 and 330mg/dl¿ respectively with the subject meter and ¿36 and 240mg/dl¿ respectively with the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient self-adjusts their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that they were ¿unresponsive¿ an unspecified period of time before the alleged product issue occurred. As a result of this the emergency medical services (ems) were called and when they arrived they treated the patient by giving them a glucose injection and sugar water at 6:30pm on (B)(6) 2018. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient walked through a control solution test and the result obtained fell out with the allowable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms first occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.